Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position and the anchor was posted to the distal tip. No other damage or issues were identified. Functional testing was performed by attempting to pull the anchor and deploy the components. All internal components were able to be deployed, and no issue was identified with device deployment. The complaint was confirmed since surgical intervention was performed. The exact root cause cannot be determined. The likely cause was determined to have been improper deployment as no issue was identified with the returned device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci), the angio-seal was used to achieve hemostasis of the right common femoral artery. After the insertion sheath was positioned, the device was inserted into the insertion sheath, the insertion sheath and device were attempted to be withdrawn to position the anchor against the vessel wall, however the anchor was not positioned, and hemostasis was not possible. The physician was then switched to another physician, and the insertion sheath was advanced further. The device was attempted to be withdrawn from the insertion sheath; however, the withdrawal was difficult. Ultrasound revealed that the insertion sheath was in the false lumen and a surgeon in vascular surgery was paged. All components of the angio-seal were removed from the patient and the patient was sutured. Subsequently, the procedure was completed with no health damage to the patient. The patient was stable. The estimated blood loss was less than 250cc. Surgical intervention was required to remove all components of the angio-seal. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. There were no other devices or equipment used with the reported product.